Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a carelink transmission showed 4 ventricular high rate episodes with non-physiologic intervals. The patient was brought in for evaluation. Noise was reproduced and threshold increased with isometrics. Pauses were noted on the ECG. X-ray revealed the right ventricular (rv) lead was not fully inserted into the header of the implantable pulse generator (ipg). An intervention was performed. The lead was removed and fully reinserted into the header but pauses were still observed on the ECG. It was noted that the lead was difficult to remove from the header and body fluid was noted in the header when the lead was removed. The physician elected to replace the lead and upgrade the device to a biventricular ipg. The lead was capped and 2 new epicardial leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-35 implantable pacing lead, implanted: (B)(6) 2006; 4965-35 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).